Event description:
Procedure type: pancreas. According to the reporter: the surgeon tried to fire staples on distal part of pancreas. The green safety button was pushed. The handle was squeezed, however, the I-beam got stuck and stopped moving. He could not squeeze the handle anymore. The device was replaced with a new handle and reload and the surgery was completed. There was no damage to patient at all.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).